Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported for patient via phone call that the customer was hospitalized due to high blood glucose and hyperglycemia with blood glucose of 732 mg/dl and the current blood glucose was 158 mg/dl. The customer was hospitalized on (B)(6) 2018. The customer was treated with emergency room. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.